Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low internal battery warning alarm when there was full charge capacity remaining. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported critically low internal battery warning alarm when there was a full charge remaining and also revealed the occurrences of a battery charger fault (system fault 180) and external battery communication lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the critically low internal battery warning alarm and external battery communication lost alarm was a software issue. The root cause of the system fault 180 was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low internal battery warning alarm when there was full charge capacity remaining. There was no patient injury reported as a result of this incident.